Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the damage is attributed to age-related wear and tear, in combination with improper handling by the user such as applying mechanical force, causing stress, bending, and pulling. Cables get damaged due to heavy mechanical stress during use, for example, by kinking the cable, coiling it with a very small radius, or by pulling on the cable instead of the plug itself when disconnecting the high frequency-cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hf (high frequency)-cable broke when a test current was applied. It appeared to have been cut cleanly, not torn. The issue occurred during preparation for use for a therapeutic transurethral resection of the prostate in saline (turis) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.